Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic after receiving patient notification alert for non-sustained rv oversensing. Review of the episodes noted myopotential oversensing. Programming changes were made. A month later, patient was experiencing ventricular ectopy and ventricular fusion beats that was triggering episodes of non-sustained rv oversensing. Further reprogramming was made.